Manufacturer narrative:
Additional information: imdrf annex a and g codes. The root cause for the reported issue of an drip chamber was found to be almost completely collapsed was not determined because no product or device logs were returned. The reported issue that there was an drip chamber was found to be almost completely collapsed could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that an infant with a uvc was receiving tpn at 1.2 ml/hr. The IV drip chamber was found to be almost completely collapsed. There were no alarms. There was no reported harm.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that an infant with a uvc was receiving tpn at 1.2 ml/hr. The IV drip chamber was found to be almost completely collapsed. There were no alarms. There was no reported harm.